Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side rupture. The device remains implanted.

Event description:
The device has been replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the posterior side assessed as surgical impact opening. (Shell thickness was within specification) additional observations: no penetrating nick ( stress marks) observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported a left side rupture. The device has been replaced.